Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform ((B)(4)) was tested using a mannequin and displayed a ua12 (lifeband not present) error message. The user attempted to reinstall the lifeband multiple times; however, the issue was not resolved. No patient involvement.